Event description:
It was reported that contamination occurred. A jetstream? Xc catheter was selected for a lower extremities (le) angiogram to treat peripheral artery disease (pad). When the outer package was opened, however, it was noted that the inner cover was not fully sealed, compromising the device sterility. The device was not used inside of the patient. An alternate jetstream device was used to complete the procedure. There were no patient complications as a result of this event.